Manufacturer narrative:
Atrium could not confirm the complaint. Product was not returned for an eval and a lot history review could not be completed since the lot number was not provided.

Event description:
Hooked up to dry suction, no fluctuations at all, pt getting worse, disconnected put in a syringe evacuated lots of air in the chest tube itself, connected ocean drain and was successful.